Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance. It was suspected the rv lead had fractured. The rv lead was explanted and replaced. It was also reported the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.